Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had physical damage to their insulin pump. It was also reported the customer had a compromised force sensor system on the insulin pump. Customer's blood glucose was 144 mg/dl. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir window, and a cracked case near the display window corners.